Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the specific root cause could not be determined at this time. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the power button of the video system center is unable to be turned off due to a stuck power switch. The problem was discovered during a procedure. There was a 10 minute delay to move the patient to another procedure room but the delay had no reports of patients harm. The intended procedure was completed with another device of same type.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation confirmed customer's allegation for power button. Additionally, worn out video connector latch causing poor connection with pigtails and older version of software were found. Updates to newer version is recommended for the efficient functioning of the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.